Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a blower issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) noted that the customer's v60 ventilator had a blower issue during start up. The fse reported that the motor control (mc) board was replaced; but the blower rpm was still fluctuating. The fse noted that original mc board was reinstalled in the device, and the blower assembly was then replaced, and the issue was resolved.